Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided a complete pump reset walkthrough, resulting in the successful resolution of the error. The customer was able to start their sensor session without further issues.